Event description:
The rptr received the er1 message when she didn't have enough blood on the strip. She said she would then test later and get a reading. She reported doing qc tests on new test strip vials, and uses the color chart to confirm the bg test occasionally.